Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was torn. The reporter stated that over the past couple of days the keypad buttons have been harder to press and take multiple presses to elicit a response. The timeframe is unknown if the damage occurred prior to the keypad response issue. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). On examination, the keypad cover was torn at the ok and contrast keypad buttons. The keypad was also peeling along the entire left side and bottom. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow and down arrow keypad buttons were responsive. The contrast and ok keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.